Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the endoscopic image may have flickered because the camera cable was partially broken by reprocessing or storing the device with tweezers, forceps, scalpels, etc. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
An olympus field service engineer visited the user facility and confirmed that the device was defective. The device has not been returned to omsc but was returned to olympus medical systems (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the endoscopic image was flickering due to a defect in the camera cable unit. There were multiple cuts in the cable assembly. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was flickering. There was no report of patient injury associated with the event.